Event description:
Hermetic evd drain special no white clamp no one way valve, seamless systems; unit cracked and was leaking cerebral spinal fluid. The drain was in for a day when it started to leak above the stopcock. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.